Manufacturer narrative:
Eval summary: inspection of the returned device confirmed that the device was fractured from foreseeable usage. Visual inspection indicated that the device was returned in used condition with visual discrepancies attributed to frequent usage. The plastic femoral impactor head was broken off of the metal tibial insert impactor housing. Wear from foreseeable impaction was observed on the femoral impactor head. The device was manufactured to strykers required design and material specifications. The event is related to a trend of similar events where the polypropylene heads of triathlon pkr impactors are damaged from foreseeable impaction due to their material and geometry configuration. A design non-conformance was observed.

Event description:
It was reported that, "plastic broke off during impaction of pkr femoral implant."